Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately ten months ago from the procedure.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). It was noted that patient had oozing wound and was not healed. The patient underwent an ipg explant procedure.